Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Concomitant products: model: 5076-52, lead; implanted: (B)(6) 2005.

Event description:
It was reported that the patient reported feeling fatigued. Interrogation revealed high thresholds and no capture of the patients right atrial (ra) lead. A ra lead dislodgement was verified via fluoroscopy. An intervention was completed and the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.